Event description:
It was reported by the (B)(4) that x-rays indicated a broken screw. The operative plan included removal of the lag screw. Orif right femur. X-rays performed on the patients' femur indicated a broken screw. The operative plan included removal of the lag screw. Original procedure was an open reduction and internal fixation for a broken femur.

Manufacturer narrative:
Evaluation summary: the reported issue was not confirmed due to missing products and information. Both screws were classified as primary products because the event description does not include which screw was broken. An investigation was not possible because the screws were not returned. Furthermore no information like x-rays or surgery reports was provided; the root cause is unknown. No deviations were found during review of the manufacturing and inspection documents (DHR). The screws were documented as faultless prior to distribution. Implant breakages can have several reasons like obesity, poor bone consolidation or poor bone quality (i.e. Osteoporosis), overload during patient mobilization, intra-operative implant damages, non-union, etc.; all effects are listed in the IFU. If one or several of these adverse effects did lead to the screw breakage could not be determined due to missing information. A more precise evaluation was not possible based on the given details. No discrepancies were detected during risk analysis review. No non-conformity identified; no actions are in place. Device was not returned.

Event description:
It was reported by the FDA via medsun mandatory voluntary report 4400150000-2011-8040 that x-rays indicated a broken screw. The operative plan included removal of the lag screw. Orif right femur. X-rays performed on the patients' femur indicated a broken screw. The operative plan included removal of the lag screw. Original procedure was an open reduction and internal fixation for a broken femur.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.